Event description:
It was reported that this patient had myocarditis which resulted in low amplitude measurements. Inappropriate therapy was delivered on several occasions which caused the patient to experience mental shock and neurosis. The system was explanted at the request of the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient had myocarditis which resulted in low amplitude measurements. Inappropriate therapy was delivered on several occasions which caused the patient to experience mental shock and neurosis. The system was explanted at the request of the patient. No additional adverse patient effects were reported.